Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the vertical lines on the user interface display was confirmed during evaluation of the returned system controller (serial # (B)(6)). The system controller was connected to power and the user interface displayed the ¿charging¿ message screen with a line of inactive pixels. Depressing the display button was able to cycle through all the screens, but the vertical line remained. Aside from the issue with the display, the controller was found to perform as intended. The display issue was isolated to the internal liquid crystal display (lcd) module, which resolved when replaced. A root cause of the vertical line issue with the lcd module could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that information on the controller was still displayed and there was no patient impact associated with the controller exchange.

Event description:
It was reported that the system controller had vertical lines on the user interface display. The system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.